Event description:
Pt was never able to get pain relief from the implanted device. As result he had steady increases in pump medication, as well as oral medication regiment for pain relief. Pt stated that the catheter broke the same day it was implanted, as result fluid built up outside of the catheter sight. Pt finally went back to the surgeon that did the original implant, and had a catheter revision.